Event description:
It was reported the cs300 intra-aortic balloon pump (iabp) is giving an autofill failure. It is unknown under which circumstances the event occurred or if a patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge field service engineer confirmed the device autofill failure. Drive pressure would not hold. Narrowed the issue down to a faulty drive assembly. Replaced drive assembly and expiring safety disk. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a